Manufacturer narrative:
Additional information received from the local field representative indicated that remote monitoring data from just prior to the patient's hospital visit was provided to the physician. There were no arrhythmia's or evidence to indicate a device malfunction. No further information was given as to the cause of syncope.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple syncopal episodes. Device interrogation was requested by the physician. No additional adverse patient effects were reported.